Event description:
Sorin group (B)(4) received a report that, during priming, the double head pump displayed a motor control error message. There was no report of an unintended pump stop as a result of the error. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, the double head pump displayed a motor control error message. There was no report of an unintentional pump stop as a result of the error. There was no patient involvement. Two circuit boards were replaced and returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.